Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was received for failure analysis. Visual inspection found one side of the jaw thermally damaged at the tip of the jaw. There was no material missing. The instrument was returned with the power cord cut off.

Manufacturer narrative:
The vessel sealer extend instrument as not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, a fragment from a vessel sealer extend (vse) instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically with a backup vse instrument.